Manufacturer narrative:
There is no further information available to report at this time. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a cryoablation needle developed frost on the shaft. During a cryoablation procedure, ice formed along the entire needle shaft. The physician used a warm compress to protect the patient's skin while the treatment was completed. No injury was reported.